Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis and regurgitation remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Event description:
It was reported that this patient with a 25 mm pericardial mitral valve underwent a valve-in-valve procedure due to mitral stenosis and regurgitation. Implant duration of the pre-existing surgical valve was four (4) years and two (2) months. The tmvr was successfully performed with a 26 mm transcatheter valve.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Based on the information received the cause cannot be conclusively determined; however, patient factors and progression of valvular disease may have contributed to the event.

Event description:
Patient required intervention due to severe symptomatic mitral stenosis and mild to moderate regurgitation. Post procedure tee revealed no residual mitral regurgitation and no mitral stenosis. Patient was discharged on post operative day two.